Manufacturer narrative:
Please note that the following sections was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2022-005251. Section g. Box 3. Report source placeholder.

Manufacturer narrative:
Evaluation of the returned red72 confirmed the device was fractured. Catheter fracture typically occurs due to retraction against resistance. Evaluation also revealed that the distal fractured segment was distal to the returned non-penumbra sheath. Based on the location of the fracture relative to the sheath, the device may have become kinked distal to the sheath. This likely contributed to the resistance and fracture experienced during the procedure. Further evaluation revealed the coil winds spanned the entire length of the non-penumbra sheath and blood was present on both sides of the fracture. Further evaluation also revealed multiple kinks proximal to fracture site. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. The non-penumbra sheath was undamaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a non-penumbra catheter, and a non-penumbra sheath. During the procedure, the physician met resistance while advancing the red72 over the microcatheter. After 30 seconds of suction, the physician felt the loss of one to one movement from the red72 and found the red72 to be fractured. Therefore, the red72 and sheath were removed together. The procedure was completed with a penumbra system red68 reperfusion catheter (red68) and the same sheath. There was no report of an adverse effect to the patient.